Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. Customer¿s blood glucose was 95mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged cgm graph issue could not be verified.